Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm verified the alarm in the fault log. The stm found excessive moisture in the drain line. He then evacuated the moisture from the drain line. As a preventive measure, the stm replaced the tubing assembly filter. The iabp then passed all functional and safety tests per factory specifications. It was then returned to the customer and cleared for clinical use.

Event description:
The customer reported, while in use on a patient, the cs300 alarmed "blood detected" even though no blood was visible. The cs300 was swapped out for another and therapy continued. No patient injury or harm reported. No adverse event reported.